Manufacturer narrative:
This is the first of three reports; other two mfg. Report numbers are 3004608878-2016-00005 and 3004608878-2016-00004.

Event description:
This is the first of three reports (2 reports have the same product ID (a1059) and the same product problem; the third report with a product ID (a2101) has the same product problem and is the base unit for the skull clamps). This report is in regards to the first skull clamp. It was reported that two slips occurred with two different skull clamps and one base unit. Both slips occurred on (B)(6) 2015. The actual malfunction was that the patient's nose had almost come in contact with the positioner part of the mayfield. The patient is a (B)(6) female under going a c4-5 corpectomy with c3-4 4-5 5-6 anterior fusion and instrumentation, c3-4 4-5 5-6 posterior fusion and instrumentation and instrumentation with decompressive laminectomy. There was a procedural delay of about 20 minutes while the patient was repositioned in the tongs and re-prepped and draped. The device had been in use about 1 hour prior to the slippage occurrence. The patient's position prior to surgery was prone and she was repositioned during the surgery when her head slipped down in the positioner. A stereotaxy device was not used. There was a small amount of bleeding from the pin sites on the patient's head; no medical treatment was necessary for these cuts. A1072 disposable adult mayfield skull pins were used. The surgery was completed after the patient was repositioned. The outcome of the patient was ok. It is unknown if there was 1 patient and 2 clamps or 2 separate patients. Additional information has been requested.

Manufacturer narrative:
This is the first of three reports; linked to mfg reports: 3004608878-2016-00005 and 3004608878-2016-00004. Additional information was received from the customer on (B)(6) 2016 confirming that the complaints involved 2 separate patients and 2 separate skull clamps. Additional information was received from the customer on (B)(6) 2016. The customer did not know of the relationship of the base unit with respect to the skull clamps. She stated that she was informed of the first incident with the base unit when the second base unit problem occurred. She did confirm that the skull clamps were not the same since the first skull clamp was taken off the shelf. She also stated the first occurrence was before (B)(6) 2015 and she was not sure when the other instance happened. She had no information on the second patient.

Manufacturer narrative:
Linked to mfg reports: 3004608878-2016-00005 and 3004608878-2016-00004. Integra has completed their internal investigation on 09 feb 2016. The investigation included: methods: evaluation of actual device; review of device history records; review of complaint history. Results: evaluation of device: complaint not confirmed - no issues observed. Unit cleaned per protocol 1907. With respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. General maintenance and cleaning required. The DHR review has been deemed satisfactory. Date of manufacture: march 31 2014. No non-conformance issues or reports were raised during the manufacturing process for this device. It passed the required inspection points without mrrs, reworks or variances. No manufacturing or design related trend has been identified. Conclusion: in summary we are unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements, however general maintenance is required as this device was manufactured in 2014 with no prior service history.